Event description:
It was reported that during set up, prior to a case, it was observed that the cable was frayed on the foot control device where it connects to the foot pedal. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the device had a hole in the cable/hose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.